Event description:
It was reported that the patient presented to the emergency room after being appropriately shocked for ventricular tachycardia. Upon review, non-sustained right ventricular oversensing (nsrvo) episodes were noted on the right ventricular (rv) lead. The cause of the over-sensing was unknown. On (B)(6) 2025, the physician elected to cap and replace the rv lead due to the over-sensing. The patient condition was stable.